Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid over the dilution cup and the gel card foil during dispensing during type and screen testing.

Manufacturer narrative:
Customer reported that the ortho provue analyzer left droplets of red cells on top of the foil seal of the mts gel cards. The analyzer function as expected by posting numerous condition codes indicating an incident in the fluidics system prior to the probe leak, alerting the user of the issue. However, the customer retried several times until the instrument identified the reagent volumes. As the instrument attempted to dispense, the customer observed red cells on the gel card foil. Carry over and/or cross contamination of the red cell reagents was reported as a result of this incident. And ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Fluid on top of the gel card foil can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sample. Based on the available information, mts could not rule out user error as contributing factor. If this incident were to recur undetected, erroneous results may occur, leading to the possible transfusion of incompatible blood.